Event description:
It was reported that the customer experienced two alarms with their insulin pump, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to disconnect the tubing, check the cannula, and perform troubleshooting steps to resolve the blockage, which involved delivering a bolus as instructed. The issue did not recur, and despite ongoing issues, the customer was able to resume insulin therapy after changing supplies. The customer continued using the pump for insulin therapy.